Manufacturer narrative:
(B)(4). A service history review revealed that the device has not been serviced by baxter prior to this event. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device was returned to baxter and visually evaluated. The complaint was confirmed. The root cause was determined to be a faulty main display. The main display was replaced to repair the condition. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative reported a colleague infusion pump with half screen image. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.